Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed that no actions had been taken. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the ins was turning off and on unexpectedly. The patient stated they spoke to a representative (rep) and they told the patient to call and get a new controller and recharger. They reported it was occurring intermittently and when they were sleeping. They reported that the programmer would show the ins to be off and the ins was charged to 80%. The patient was redirected to follow up with a healthcare professional. They stated they would contact a rep. No further complications were reported. Follow up was conducted.